Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("the contraceptive was still in her body/ the essure had broken and a part of it had moved to the uterus") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("ter other two failed attempts, had the second one inserted in the other tube"). There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. In (B)(6) 2016, she experienced pregnancy with contraceptive device ("pregnancy was confirmed and she opted for termination").on unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), feeling abnormal ("weird feeling"), dysmenorrhoea ("very painful periods with bleeding"), heavy menstrual bleeding ("very painful periods with bleeding"), rash ("skin rash"), anxiety ("anxiety"), insomnia ("insomnia"), uterine contractions abnormal ("uterine contractions"), inflammation ("the inflammation she was suffering from due to her intolerance to nicke"), pyrexia ("fever"), malaise ("generalised malaise"), gastrointestinal disorder ("intestinal problem"), vulvovaginal injury ("a tear in my vaginal vault"), dyspareunia ("painful sexual intercourse"), urinary incontinence ("despite bathroom to urinate, which has made it difficult for her in her profession"), pelvic inflammatory disease ("pelvic inflammation"), headache ("strong headaches"), abdominal pain ("permanent abdominal cramps,"), alopecia ("hair loss"), hypersensitivity ("allergic reaction"), polymenorrhoea ("several menstrual periods in the same month") and asthenia ("weakness"). The patient was treated with surgery (on (B)(6) 2017 bilateral salpingectomy and on (B)(6) 2017 hysteroctomy). Essure was removed on (B)(6) 2017 at the time of the report, the outcomes for pelvic pain, feeling abnormal, dysmenorrhoea, heavy menstrual bleeding, rash, anxiety, insomnia, uterine contractions abnormal, pyrexia, malaise, gastrointestinal disorder, urinary incontinence, pelvic inflammatory disease, headache, abdominal pain, alopecia, hypersensitivity, polymenorrhoea and asthenia were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, anxiety, asthenia, device breakage, dysmenorrhoea, dyspareunia, feeling abnormal, gastrointestinal disorder, headache, heavy menstrual bleeding, hypersensitivity, inflammation, insomnia, malaise, pelvic inflammatory disease, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, pyrexia, rash, urinary incontinence, uterine contractions abnormal and vulvovaginal injury to be related to essure administration. The reporter commented: began at the beginning of 2014, as she explains, when they were only able to place the coil in her left fallopian tube. It was only after several attempts that she was able to have the device placed in her right fallopian tube a year later. These symptoms were followed by "countless visits to the emergency department and to the family doctor" where she went home without a diagnosis and with the frustration of feeling misunderstood. "They treated me like I was crazy" she says, a sentiment echoed by many of the essure victims this journalist talked to. Months went by and the pain kept increasing, "with the feeling that I had something in my uterus and I thought I couldn't be pregnant, so it had to be a huge tumour, judging by the uterine contractions". Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("the contraceptive was still in her body/ the essure had broken and a part of it had moved to the uterus") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("ter other two failed attempts, had the second one inserted in the other tube"). There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. In may 2016 she experienced pregnancy with contraceptive device ("pregnancy was confirmed and she opted for termination").on unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), feeling abnormal ("weird feeling"), dysmenorrhoea ("very painful periods with bleeding"), heavy menstrual bleeding ("very painful periods with bleeding"), rash ("skin rash"), anxiety ("anxiety"), insomnia ("insomnia"), uterine contractions abnormal (" uterine contractions"), inflammation ("the inflammation she was suffering from due to her intolerance to nicke"), pyrexia ("fever"), malaise ("generalised malaise"), gastrointestinal disorder ("intestinal problem"), vulvovaginal injury ("a tear in my vaginal vault"), dyspareunia ("painful sexual intercourse"), urinary incontinence ("despite bathroom to urinate, which has made it difficult for her in her profession"), pelvic inflammatory disease ("pelvic inflammation"), headache (" strong headaches"), abdominal pain ("permanent abdominal cramps,"), alopecia ("hair loss"), hypersensitivity ("allergic reaction"), polymenorrhoea ("several menstrual periods in the same month") and asthenia ("weakness"). The patient was treated with surgery (on (B)(6) 2017 bilateral salpingectomy and on (B)(6) 2017 hysteroctomy). Essure was removed on (B)(6) 2017 at the time of the report, the outcomes for pelvic pain, feeling abnormal, dysmenorrhoea, heavy menstrual bleeding, rash, anxiety, insomnia, uterine contractions abnormal, pyrexia, malaise, gastrointestinal disorder, urinary incontinence, pelvic inflammatory disease, headache, abdominal pain, alopecia, hypersensitivity, polymenorrhoea and asthenia were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, anxiety, asthenia, device breakage, dysmenorrhoea, dyspareunia, feeling abnormal, gastrointestinal disorder, headache, heavy menstrual bleeding, hypersensitivity, inflammation, insomnia, malaise, pelvic inflammatory disease, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, pyrexia, rash, urinary incontinence, uterine contractions abnormal and vulvovaginal injury to be related to essure administration. The reporter commented: began at the beginning of 2014, as she explains, when they were only able to place the coil in her left fallopian tube. It was only after several attempts that she was able to have the device placed in her right fallopian tube a year later. These symptoms were followed by ¿countless visits to the emergency department and to the family doctor¿ where she went home without a diagnosis and with the frustration of feeling misunderstood. ¿they treated me like I was crazy¿ she says, a sentiment echoed by many of the essure victims this journalist talked to. Months went by and the pain kept increasing, ¿with the feeling that I had something in my uterus and I thought I couldn't be pregnant, so it had to be a huge tumour, judging by the uterine contractions¿. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.